Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an eva bag leaked. This occurred before patient use. The reporter stated that the leak occurred "between the injection sites and the clamp". There was no patient involvement. No additional information is available.